Event description:
Customer reported the system would only produce black images during a case. No pt injury was reported.

Manufacturer narrative:
A ge rep evaluated the system and replaced the interconnect cable and power cord. System operates as intended.